Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "pump returned from service with constant close door message. Pump does not recognize when door is lock" was reproduced. A review of the event history log revealed shut door - power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be case shims are out of tolerance. The case shimming is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.